Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mm x 2.25mm wolverine cutting balloon was selected for percutaneous coronary intervention. During the procedure, upon second inflation the balloon ruptured at 10 atm for 30 seconds. The device was removed without problem using the normal method. The procedure was completed with another of same device. There were no patient complications.